Event description:
It was reported that a during preparation for a therapeutic pelvic floor reconstruction procedure, while placing a suture into the graft outside of the pt, the needle driver in this capio detached. The procedure was completed with another capio device with no pt complications.